Manufacturer narrative:
Device: component (B)(4) relates to problem (B)(4) (no code available) for the reported issue of stent expansion issues the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a duodenal stenting procedure to relieve gastric outlet symptoms on (B)(6) 2011. According to the complainant, the patient had a malignant stricture that was approximately 3.5cm; however, the anatomy was not tortuous. Post deployment, it was noticed that the distal end of the stent was compressed and did not fully expand. After 20 minutes, the physician used a cre balloon to successfully dilate and expand the stent. No further intervention is planned; as the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.